Event description:
After iabp for twelve hrs, the iab leaked. The iab was removed and a second was inserted. On 11/25/97, datascope rec'd the mandatory medwatch form from the user facility; uf/dist report report number: 0000250104-1997-02. The following info was reported: the iab was inserted into the pt on 11/7/97 and performed fine until 11/8/97 when a leak was noted in the balloon. The 40cc balloon was removed and a second iab a 34cc was inserted and performed fine until it was removed. The iab was never returned to datascope for eval. The device was discarded. [Event complications]: none from the event-reported 11/13/97, 11/25/97. [Pt's current status]: unk-rpt'd 11/13/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.